Event description:
It was reported that the lead integrity alert triggered and the right ventricular (rv) lead showed a sudden increase in pacing impedance. Then it came back to normal. It was also reported that there was non-sustained ventricular tachycardia episodes and oversensing. The electrogram showed noise and t-wave oversensing. The physician reprogrammed the sensitivity and the lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).